Event description:
Pt with spinal stenosis and failed back syndrome with multiple pseudoorthoses. During surgery for spinal fusion, cell saver bowl exploded. The MFR removed the lots of cell saver bowls and redesigned the machine that the bowl fits into by adding a plate.